Event description:
An overdose was reported. The health care provider (hcp) stated that the "pt is getting too much medication" and the pt "is difficult to arouse." The ER physician wanted to stop the pump. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).